Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) from bipolar to unipolar due to high out of range right ventricular (rv) pacing impedance measurements of greater than 2000 ohms. Additionally, there were some stored signal artifact monitor (sam) events that showed minute ventilation (mv) feature to have been disabled by sam due to oversensing noise. The hcp also reported that isometrics and pocket manipulation was performed and noted that when programmed bipolar oversensing noise and high out of range pacing impedances were present. Chest xray was performed, with no visible issues seen. Ts discussed possible causes and programming options with the hcp. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.